Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5120676; medical device expiration date: 2016-09-30; device manufacture date: 2015-04-30; medical device lot #: 5154719; medical device expiration date: 2016-10-31; device manufacture date: 2015-06-03; medical device lot #: 5064889; medical device expiration date: 2016-07-31; device manufacture date: 2015-03-05. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot number and no issues were identified. The lot had expired as of the date of evaluation; therefore, no further testing will be conducted at this time. Investigation conclusion: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot number and no issues were identified. The lot had expired as of the date of evaluation; therefore, no further testing will be conducted at this time. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had clotting. No serious injury or medical intervention.